Event description:
The customer received blood glucose readings of 230, 240, 257 and 310 mg/dl from his breeze2 meter and a reading of 120 mg/dl from another breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.